Event description:
Ematrix laser burned my face and has made the appearance of my skin horrible. It has been a year now trying to fix what this machine did and nothing is working. This device needs to be taken off the market, it is ruining people's skin and since it is in the face. It is destroying not only the appearance but self esteem and depression as well.